Event description:
As reported by the field clinical specialist, post deployment of a 23mm sapien 3 valve, the balloon on the delivery system appeared to have ruptured at the end of the valve deployment. The valve appeared to have been fully deployed with no paravalvular leak (pvl) or gradient noted. The patient was reported to be in stable condition and there was no report of any injury.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The following report fields have been updated and corrected due to additional information received: a2 (d.o.b.), g3, h6. The edwards commander delivery system was not returned for evaluation, therefore visual, functional, and dimensional testing was not performed. A device history record (DHR) review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed based on a technical summary that applies to this complaint. A review of instructions for use (IFU)/training material for a technical summary for balloon burst, commander delivery system risk management worksheet, and procedure for product complaint and adverse event reports and trending were reviewed and captured in a technical summary, which applies to this complaint event. No IFU/training deficiencies were identified. Imagery provided from the site was evaluated and the following was observed: 3mensio imagery shows calcifications present on patient anatomy around the ascending aorta and aortic annulus. A video provided showed balloon burst at end of valve deployment. The complaint for "general risks - failure - balloon burst" was confirmed based on evaluation of the returned imagery. However, no manufacturing non-conformance was identified during the evaluation. This event reports a balloon burst during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per 3mensio imagery provided, the patient had a mild/moderate degree of calcium in the ascending aorta and aortic annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of +1 cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. The complaint for "general risks - failure - balloon burst" was confirmed. No manufacturing nonconformance was identified during the evaluation. Available information suggests that patient factors (calcification) and procedural factors (over-inflation) likely contributed to the complaint event. A technical summary is applicable to this complaint because calcification was present in native annulus and could have caused the balloon to burst. Since no edwards defect was identified, no corrective or preventative action is required. Control limits are managed and assessed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.